Event description:
A canadian surgeon returned a device through co's distributor, without complaint, just to let co see what a valve looks like when removed. No other info could be obtained in spite of co's questions.